Manufacturer narrative:
.

Event description:
It was reported that the patient's left ventricular (lv) lead had pacing failure and dislodged. The patient's right atrial (ra) lead also had pacing failure. The leads were reprogrammed and remain in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.